Manufacturer narrative:
Insertion post could not be removed from dental implant. The implant needed to explanted. No product problem detected. The reason for the complaint is not comprehensible. The insertion post was easy to remove during our inspection. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant. The implant needed to explanted. No other implant was placed in the same surgery.